Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 9atm within 5 seconds. The device was removed without any problem by using the normal method and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.